Event description:
The customer reported that after monitoring a fetus with a avalon fm20, a still birth occurred.

Manufacturer narrative:
The customer reported that after monitoring a fetus with an avalon fm20, a still birth occurred. Based on the available info, there is no allegation that the device was a factor or that there was a malfunction. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)